Event description:
The rotator broke during use causing contrast and blood to spray. This happened on three (3) additional cases. The clinic disposed of the devices. Customer believes it is a problem with the connection to the catheter and not the rotator separating. No harm or injury was reported. The customer reported this happened on three additional cases. The customer has not provided any info or clinical details for the additional events. The customer disposed of all devices. The customer will return one single unused device for eval. Therefore, this single report will be submitted.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval/investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed. Eval, method: the device history record was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.